Event description:
It was reported that after opening the right ventricular (rv) lead package the physician had difficulties in removing the stylet in the box from the lead. During implant of rv there were difficulties in placing another stylet, as a result the physician had to position the lead without stylet in the tip of the lead due to it was impossible to advance the stylet in the rv lumen. It was also reported, that rv and the stylet were correctly clean and washed. The rv remains in use, and no patient complications have been reported as a result of this event.